Event description:
Despite attempts, no further information was obtained. According to available information, this system remains implanted and in service.

Manufacturer narrative:
Ths is the information nown at this time. Should additional information become available, this event will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up visit, it was noted the pacemaker had switched atrial lead configuration to unipolar due to a low out of range impedance measurement. In addition, there was no capture in unipolar pacing configuration. In unipolar pacing mode, a normal impedance measurement was obtained. As an elective device replacement procedure is intended in the near future, a decision will be made regarding atrial lead replacement. No adverse effects were reported.